Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and spinal cord injury/disease. The pump contained an unknown brand of baclofen [2000 mcg/ml] at a dose of 924 mcg/day. It was reported the hcp alleged there was a volume discrepancy on (B)(6) 2017. The actual residual volume (arv) was 2 ml, and the expected residual volume (erv) was 40 ml. The refill was done on (B)(6) 2017. There was a discrepancy noted at the last refill on (B)(6) 2017. The actual residual volume (arv) was 0 ml, and the expected residual volume (erv) was 12.8 ml. The refill was done on (B)(6) 2017, and the volume discrepancy was seen on (B)(6) 2017. The hcp stated the patient was at a different facility, and he would see if he could get the patient¿s information for review. The hcp was also unsure if the patient was symptomatic due to the fact the patient was at a different facility. No patient symptoms/complications were reported.

Manufacturer narrative:
Patient code (B)(4) no longer applies. . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported the patient had been hospitalized multiple times most recently over the past weekend with symptoms of being obtunded, bradycardia, change in level of consciousness, and hypotensive which the hcp attributed to intrathecal baclofen overdose. Intrathecal baclofen overdose procedures were followed, and the hcp stated the patient was treated with physostigmine, ventilated, and the patient came out of it. The patient was fine per the hcp, but they were not exactly sure what caused the symptoms. The hcp was recommending after doing additional investigating that a flow sheet be put together. The hcp stated he would call back after trying to obtain additional details as he did not have all the session data reports and notes/documentation. The hcp stated the pump was refilled about every 80 days with 40 ml placed in the pump reservoir at each refill. Two months ago, in (B)(6) 2017, the pump was refilled, but it unexpectedly went empty and then refilled with 40 cc, and the hcp did not know if there was a prime done then. Over the past weekend (2017(B)(6)), the pump was programmed with a last change of (B)(6)2017 per the session data report. There was a 21 day refill interval. The ¿next day or so¿ was the change in level of consciousness, and the hcp stated again they were not sure what was occurring. The erv was 40 ml, and they thought there was actually ¿38 cc something¿, so they thought there was more intrathecal baclofen than the patient should have gotten. The hcp stated there was not a pocket fill. The hcp was not totally certain of all the information he was supplying. On 2017-aug-07, the hcp talked with a doctor at the hospital and was told they were only able to aspirate a few cc (2 cc), and then another doctor got close to 40 cc minus a cc or two. They thought somehow the patient got a bolus of intrathecal baclofen and thought it was a malfunction of the pump, so they refilled with preservative-free normal saline. On (B)(6)2017, there was not a prime done per the session data report. The hcp stated a couple ml of drug was missing, and they were expecting that was why the patient overdosed. The hcp stated they might just replace the pump and send it back to the manufacturer for analysis. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that the pump ¿ran dry quicker than expected¿ and that there were no pump alarms. It was stated that it was thought to be a 2 cc reservoir volume discrepancy. It was indicated that the pump was refilled at that time. No further complications were reported or anticipated.